Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due experiencing laxity in the hip and dislocation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There was no product returned; therefore, no physical evaluation could be conducted. There was no specific product part number identified. Device history records (dhrs) could not be reviewed due to lack of product identification, no lot number provided. This device is used for treatment. An x-ray shows an unknown stem and cup which were suggested to be a fiber metal mid coat stem and a tm modular cup; however, there is no product identification to confirm this. The unknown products have been in-vivo since 2005, approximately 11 years of successful use. The dislocation occurred following a gastric bypass surgery when the patient began experiencing laxity in the hip leading to dislocation. A complaint history search for the part/lot could not be conducted due to the product identification being unknown. There was an attempt to follow-up to obtain additional information; however, there is no further information available. The products used are unknown; therefore, compatibility cannot be assessed. The primary or revision operative notes were not provided. The patient¿s activity level and adherence to rehabilitation protocol is unknown. With the information provided, a specific cause for the reported condition could not be determined with certainty.